Event description:
It was reported that the pt underwent surgery to remove the construct that had migrated. The surgery was reported to have been completed successfully.

Manufacturer narrative:
The explanted device was not returned for evaluation. No conclusion can be made.